Event description:
Customer reported patient samples resulted negative on the echo but visually appear positive.

Manufacturer narrative:
Review of 3 cell screen results: customer received a 3+ reaction for cell 1, negative for cell 2, and 2+ for cell 3. All cells visually appear positive. Crrid results: 3+ with cell 1, 2+ with cell 2, and 3+ with cell 3. All cells visually appear positive. The positive control well appeared positive as expected. 3 cell screen: 2+ reaction on cell 1 and equivocal on cell 2. Cell 3 resulted negative, but all three cells visually appear positive. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Crrid: 2+ reaction for cells 9, for cells 10,12, and 13, 1+ for cells 11 and 14. Other cells resulted negative. Visually all the cells appear visually positive. The positive and negative control well appear as expected with well score of 4+ for positive control and 0 for negative control. Crrid: 2+ reaction for cells 2, 5,12,and 13. ? For cells 6 and 7. They received 3+ for cells 1, 3, 4, 8, 9-11 and 14. Other cells resulted negative. Visually all the cells appear visually positive. The positive and negative control well appear as expected with well score of 4+ for positive control and 0 for negative control. Customers were notified of this issue in technical communication (B)(4) on (B)(6) 2009. Cannot rule out nature of the sample as the cause of the unexpected results as negative results were obtained by manual tube method and manual crrid.